Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to turn on which led to unexpected shutdown of the station. A field service engineer (fse) identified that the half height cubie drawer 3.1 in the auxiliary cabinet had a faulty drawer controller, which caused the solenoid to lock and resulted in the main device losing power. The fse replaced the drawer controller, solenoid, and module controller, then powered on the device and logged into the hardware test application (hta). A final diagnostic test was performed on the drawer, and results were saved to the desktop. Power was fully restored, and both the drawer and cubie pockets were confirmed to be functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to power on. The customer tried unplugged and replugged the cable but still issue persist. There were no delay, no adverse events or injuries reported based on this event.